Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that post op of a c-section procedure, the patient was seen in the office for staple removal when it was noticed that the staple did not hold the same [as they had in past cases] and the entire wound had dehisced. The patient was sent with home health wound care for seven days. It is unknown if there was an infection. The device was discarded. Additional information was requested on (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010 and no additional information has been received.